Manufacturer narrative:
It was reported by the customer that a pt with a pacemaker, located in a critical care unit, and who did not have any parameters other than hr monitored following a cardiac event, developed pulseless electrical activity (pea) and expired. Per the philips' clinician who reviewed this report, good clinical practices suggests that the hospital clinician could have had at least the spo2 monitored which would have alerted him/her when the pt went into pea or when an emergency cardiac event episode required intervention. Philips considers the clinical choices made in this case as a factor in the lack of effective monitoring for this pt. It was not a user error related to philips monitor since the clinician chose not to use additional available features (such as spo2).

Event description:
The customer reported that a pediatric pt, being monitored on a dual mode pacemaker, expired.